Event description:
Rn reported: "medical ICU admit at 1800. Patient arrived on stable dose of 25 mcg/min levophed and was switched to micu pressors at 1820. Patient begin to have cardiac instability shortly afterwards. Unable to obtain blood pressure reading via noninvasive bp cuff. Vasopressin added at 1830 and epinephrine added at 1840. Emergent arterial line placed and levophed maxed at 100 mcg/min. Pt began chemically coding. Received 3 amps sodium bicarbonate, 1g calcium chloride, 150 mg amiodarone, 1g magnesium, and 2 mg epinephrine pushes before stabilizing on 100 mcg/min levophed/ 0.04 u/min vasopressin/ 10 mcg/min epinephrine. At 1955, baxter pump alarmed "upstream occlusion" on the pump running levophed. Rn noted that the blue clamp was partially occluding the infusion line and that the levophed bag was still completely full (250 ml) despite pump display reading of "volume to be infused" saying only 8 ml remaining in bag. Upstream occlusion resolved by this rn, which resulted in the patient's blood pressure spiking to 211/98 (133) on arterial line. Rn able to immediately wean completely off epinephrine and wean levophed infusion to 15 mcg/min + 0.04 u/min vasopressin. Levophed infusion ran for 1 hour and 35 min at a fast rate (at 187 cc/hr) with partial clamped infusion line before ever alarming and pump was never silenced during peri-code". FDA safety report ID# (B)(4).